Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error icon was displayed. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. The product was evaluated. An external visual inspection was performed and passed. Charge and boot test was performed and failed because receiver has no power. Open receiver case for interior inspection was performed and failed due to usb connector damage. The log was not downloaded and due to pc cannot communicate with the receiver. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.